Event description:
A treatment provider reported to allergan that a patient was treated to the middle and lower abdomen with coolsculpting using a cooladvantage+, petite coolcurve contour applicator on (B)(6) 2020 and experienced paradoxical hyperplasia diagnosed on (B)(6) 2020.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
A treatment provider reported to allergan that a patient was treated to the middle and lower abdomen with coolsculpting using a cooladvantage+, petite coolcurve contour applicator on (B)(6) 2020 and experienced paradoxical hyperplasia diagnosed on (B)(6) 2020.